Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an incidence of capsular bag was sucked to the irrigation/aspiration tip during a cataract surgery. The physician had to bend and release the aspiration line to help release the capsular bag. The reflux action did not occur and the procedure could not be proceeded. This event occurred three times. The procedure was completed on the same day. Additional information received from the company representative who indicated the procedure was aborted. This is one of two reports.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, an incidence of capsular bag was sucked to the irrigation/aspiration tip, during a cataract surgery. The physician had to bend and release the aspiration line to help release the capsular bag. The reflux action did not occur. And the procedure could not be proceeded. This event occurred three times. Additional information received from the company representative, who indicated the procedure was aborted.

Manufacturer narrative:
The lot complaint history and device history record (DHR) were not reviewed as no lot information was available for this complaint. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).